Manufacturer narrative:
Approximate age of device - 4 months and 13 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to a gastrointestinal hemorrhage. No additional information has been provided.

Manufacturer narrative:
Multiple requests return of the product were sent to the user facility, however, the pump was not returned for analysis. It is unknown if the lvad was explanted from the patient after expiration. A direct correlation between the device and the reported gastrointestinal hemorrhage could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.